Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Clinical der states patient was revised to address loosening. It is unknown at this time what was loose, the cement manufacturer and interface are also unknown. Update recvd 02/03/2016 - clinical der states tibial loosening at the bone/cement interface. The cement manufacturer and part/lot for the tray are still unknown. Update rec'd 02/17/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing pain and was found to have significant osteolysis around the proximal tibia. At this time the patient's insert and patella are being added to the complaint and reported.

Manufacturer narrative:
No device associated with this report was received for examination. Review of the provided x-rays confirms the reported osteolysis. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.